Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of "high"; although specific value was not provided. It was also reported that an occlusion alarm occurred. Customer's husband help change supplies and give correction bolus and manual injection to address bg. Reportedly the customer was vomiting and had slurred speech. Customer was instructed to have her husband drive her to the emergency room. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, the customer did not respond. No additional patient or event information was available.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.